Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was broken. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
During the evaluation of belt sn (B)(4) for an unrelated complaint, a reportable problem was detected. The trunk cable connector was damaged. The patient was issued a replacement electrode belt.